Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump already failed battery test and it kept turning off. Customer's blood glucose was 118 mg/dl. Alarm and possible causes were explained. Troubleshooting for blank display was performed. The device also had a crack in the battery compartment area stated the battery cap tread was cracked. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and no damage noted on original battery cap.